Event description:
It was reported the patient had presyncope. Loss of pacing due to oversensing of noise was observed on the right ventricular (rv) lead. The patient is pacemaker dependent. Imaging was performed, however no anomalies were observed. A revision procedure was performed and a new pacing lead was implanted, however the high voltage therapy was still being used on the rv lead. The patient was stable and will continue to be monitored.